Event description:
The customer reported there was a pinhole [leak] in the rubber cover of the subject device. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the adhesive around the lighting lens was peeling off. This report is being submitted for the malfunction (adhesive peeling off) found by service during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found a leak due to perforations in the curved rubber. The electrical connector demonstrated fluid ingress. The bending angle was lacking due to stretching of the angle wire. Due to stretching of the angle wire, the angle knob is out of specification. The angulation in the up direction is out of specification due to deformation of the curved pipe. Scratches were observed on the insertion tube, distal end cover, tip cover, operation part/control body, insertion tube boot, switch box, control cover, up/down knob, right/left knob, grip, universal cord, scope connector, and on the scope connector side of the universal cord. There was dirt on the control body that was difficult to remove. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the adhesive peeling off was due to stress of repeated use, external factors or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.